Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.